Event description:
A bard port-a-cath was placed in late 2007, for central venous access. In 2008, the port-a-cath was removed. In late 2008, a chest x-ray demonstrated "right central line has been removed with small residual densities in the right upper chest". The x-ray was reviewed by another radiologist who suggested that the two parts that appear on the radiology films may be consistent with a silastic sheath from the port-a-cath collar. The findings were discussed with the patient, but no additional exploration was performed.